Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. Final analysis found a partial lead was returned measuring 64.0 cm. From the reference point of the outer insulation at the distal end. Visual examination found external insulation abrasions breaching the outer insulation and exposing the outer coil due to friction to another product or anatomy at 44.5 cm. To 45.7 cm. From the reference. X-ray examination found the outer and inner coils were stretched and twisted together in the 21.5 cm. To 41. Cm. Area. Electrical testing found shorting due to explant damage. Other damages were noted due to procedural damage.

Event description:
This report is to advise of an event observed during analysis.